Manufacturer narrative:
This report is submitted on december 23, 2020.

Event description:
Per the clinic, the patient developed a haematoma at the implant site, and underwent a surgical procedure to drain the haematoma in (B)(6) 2019 (specific date not reported). The implanted device remains.